Event description:
During implant, the stylet was inserted into the lead, upon pulling the stylet back there was resistance felt. After the removal of the stylet, the physician noticed damage to the lead. The physician believes the damage was due to the stylet. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Stylet was inserted through the proximal end of the lead and was restricted at the connector region due to bunched up inner coil at the connector region. Blue and green ptfe coating of stylets was noted in this location. The cause of the reported events was isolated to bunching of the ptfe coating and inner coil. As a result of this finding, abbott is performing further investigation.